Event description:
It was reported that the battery of the ventilator lasted for less than four hours after unplugging it from the wall. The time taken between low battery, battery empty and shut down was minimal, almost instataneous. Please note that there was no death or no severe injury involved in the incident.